Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, they had twelve samples that were reactive on initial and repeat testing on the quantum ii with lot #55425m100 and lot # 55896m100. The samples were all low level reactive, just above the cutoff. The samples were sent out for confirmatory testing and came back western block negative . The customer stated, that quantum maintenance is up to date. They have cultured their water source with no growth indicated and the tubing is clear and not damaged. No medical history was available for the pt samples. No medical history was available for the pt samples. A follow-up with the customer in 2007 revealed that the customer had received several more low level reactive results. Repeat testing on a different lot was negative. The customer provided data for six of the twelve pts. This data is for pt xix of six. Quantum ii at 2.000 absorbance value and western block negative. No impact to pt mgmt was reported.